Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("essure removal") in a 55 year-old female patient who had essure inserted (lot no. Unknown). The patient had a medical history of hiatal hernia and gastroesophageal reflux. As concurrent condition the report mentioned obesity. On (B)(6) 2023, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic removal of the essure devices via salpingectomy with bilateral cornuectomy). No causality assessment was received for essure with regard to medical device removal. The reporter commented: symptom: nothing abnormal detected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 44.077 kg/sqm. [Scan] in (B)(6) 2022: correct position of essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: quality safety evaluation of ptc. 30-oct-2023: health authority reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("essure removal") in a 55 year-old female patient who had essure inserted (lot no. Unknown). The patient had a medical history of hiatal hernia and gastroesophageal reflux. As concurrent condition the report mentioned obesity. On (B)(6) 2023,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic removal of the essure devices via salpingectomy with bilateral cornuectomy). No causality assessment was received for essure with regard to medical device removal. The reporter commented: symptom: nothing abnormal detected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 44.077 kg/sqm. [Scan] in (B)(6) 2022: correct position of essure quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 19-mar-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("essure removal") in a 55 year-old female patient who had essure inserted (lot no. Unknown). The patient had a medical history of hiatal hernia and gastroesophageal reflux. As concurrent condition the report mentioned obesity. On (B)(6) 2023,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic removal of the essure devices via salpingectomy with bilateral cornuectomy). The reporter saw no causal relationship between medical device removal and essure. The reporter commented: symptom: nothing abnormal detected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 44.077 kg/sqm. [Scan] in (B)(6) 2022: correct position of essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.